Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. Troubleshooting was performed and found occlusion was occuring in the cartridge. Customer changed the cartridge and was able to successfully resume insulin delivery. There was no impact to the customers blood glucose level.